Event description:
The customer reported approximately ten (10) milliliters of diluent leaked onto the table top involving coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control plan at the facility. The customer was advised to discontinue using the instrument. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) noted diluent leaking from the blood sampling valve (bsv) and discovered a clot in the bsv, which was causing the fluid leak. The fse cleared the clot and resolved the leak issue. The fse replaced the bsv actuator to resolve the no diffs error issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).